Event description:
It was reported that pump displayed malf 1 malfunction alarm that could not be reset, with conflicting information about whether any notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, pump was out of warranty, and technical support arranged replacement pump and discussed an out-of-warranty loaner pump option.